Manufacturer narrative:
Block e1: the initial reporter's facility name (B)(6) university. The initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an electrotomy and drainage stent implantation under ultrasound endoscope procedure performed on november 01, 2023. During the procedure, when the stent's first flange was deployed, there was resistance and the stent was unable to fully deploy. The axios stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.